Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s screen was damaged. The insulin pump fell out of their pocket and was run over by a go cart. The customer¿s blood glucose level was unknown. The customer reported that the device was working but they could not read some parts of the screen. Some parts of the screen were black and had scratches. The device will be replaced and returned for analysis.